Manufacturer narrative:
An event of "aortic regurgitation, with severe aortic insufficiency" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2009, a patient experienced the conditions of coronary artery disease and severe aortic stenosis. The patient underwent an aortic valve replacement with a 23mm trifecta valve with a successful procedure. In march 2016 the patient experienced onset atrial fibrillation. In (B)(6) 2016 the patient experienced aortic regurgitation with severe aortic insufficiency. On (B)(6) 2017, the patient underwent a tavi procedure with a 23mm edward xt valve to treat chronic disatolic heart failure. The procedure went successfully and the patient was discharged in good condition. (Clinical study patient ID (B)(4)).